Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 1627487-2022-00098. Related manufacturer reference number: 1627487-2022-00100. It was reported that infection was observed at the lead site. Patient was treated with IV and oral antibiotics. As a result, to address the issue the entire system was explanted.